Event description:
Leakage of blood was observed on the wall of the graft. No further info is available at this time. Co has now learned that the dr. Stopped the "oozing" by wiping off the grafts several times. The quantity of blood that leaked through the graft is not attainable. The graft was left in the patient. The patient is well.

Manufacturer narrative:
Since no product is to be returned for evaluation, the incident cannot be confirmed or denied. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch. Note 1: section b, 5 has been updated with the following addition: co has now learned that the dr. Stopped the "oozing" by wiping off the graft several times. The quantity of blood that leaked through the graft is not attainable. The graft was left in the patient. The patient is well. Note 2: section d, 5 - the expiration date was inadvertantly reported as 9/1/97. This has now been changed to 9/1/2001 in co's internal database.